Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set had an overinfusion. The following information was provided by the initial reporter: IV infusion of pantoloc bag first changed for day shift ataround 0800. Then at 1000 am it was noted that the infusionbag and drip chamber were dry. No alarms - programming onbrain showed the correct concentration and indicated over 70ml still in the bag. The infusion was stopped and ICU intensivist for ICU level 0 and the ICU pharmacist weremade aware. It was suggested by the ICU pharmacist to getanother alaris IV pump and have the one in question sent to biomed. Writer is also sending the IV tubing that was inthe alaris arm (second arm from the left side of the pump).

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - accuracy could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the lot number is unknown.